Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician inserted a stent delivery catheter and attempted to place the stent in the vessel and was unable to do so. The physician removed the stent delivery catheter and inserted a pre-dilitation balloon and predilated the vessel and noticed the occlusion balloon had deflated. The physician successfully completed the case without protection in place. Patient is reported to be fine.